Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she experienced a low blood glucose of 27 mg/dl. She declined to troubleshoot for the past low blood glucose. Nothing further was reported.